Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose of the patient is 287 mg/dl. The customer's mother did not provide details regarding symptoms of their high blood glucose episodes. Customer treated with insulin pump and manual injection. Customer alleges pump was under delivering insulin. The customer's mother declined troubleshooting. It was not reported whether auto mode was active at the time of the incident. The product will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device functioning properly during testing.